Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(4); product ID: 1845000, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handle of the drill was becoming hot during operation. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the straight attachment (1845010) had no defects. There was no device malfunction. However, the angled attachment (1845020) and motor (1845000) were found to be grinding and noisy. Found to be heating excessively at 119.8degf and 118.9degf at 1min, respectively. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was reported that the drill overheated gradually during ossicular chain reconstruction. There was no delay in the procedure. Another drill was used to completed the procedure.